Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/02/2009 by fax and mail. A completed questionnaire was received on 06/10/2009. This report was mailed to FDA on: 06/26/2009.

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the posterior capsule ruptured and a vitrectomy was performed. The iol was implanted in the sulcus without difficulty, "front to back" (backwards). Approximately a year later, the surgeon noted the iol was dislocated and the iol was repositioned. In a follow up, the surgeon reported that the event resolved with treatment "initially".